Event description:
It was reported that during an unknown procedure, the cover of the endoscope was found off the scope and into the patient's lumen that was retrieved using a rat tooth forceps. No further harm to the patient was reported.

Event description:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.